Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H6 photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the outer package of the lockscr ø2.7 head lcp2.4 self-tap l20 ta was observed in opened conditions. The outer box was labeled with product code 402.220s, lot # 3l94479 and a blisters labeled with the product code 402.210s, lot # 5l89692 lockscr ø2.7 head lcp2.4 self-tap l10 ta and the blister appearts to be sealed. Due to mismatch observed within the product codes and lot numbers a further investigation was conducted and it can be determined that the manufacturing dates of the these products, lot numbers and product codes have a difference almost eighteen months and the outer packaging was manufactured after that the screw was manufactured, therefore the reported condition could not have been caused by any manufacturing process. However; the suspected cause is traced to handling/storage outside of depuy synthes control. Outer packaging: product code: 402.220s. Lot number: 3l94479 . The product was released on: 13-march-2019. Label of the blister: product code: 402.210s. Lot number: l589692. The product was released on: 19-sep-2017. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr ø2.7 head lcp2.4 self-tap l20 ta. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 402.220s, lot # 3l94479, manufacturing site: werk selzach logistik, release to warehouse date: 13.march.2019, expiration date: 01.march.2029, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 402.220, non-sterile lot # 3l37578, manufacturing site: werk mezzovico, release to warehouse date: 04 feb 2019, supplier: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a wrist fusion procedure on (B)(6) 2024, the customer found one screw with the wrong label. The outer packaging labelled it as lock screw 2.7 x 20mm ref (B)(4) but when we open it was 2.7 x 10 ref (B)(4). The procedure was successfully completed. There was no patient consequence or surgical delay. No additional medical intervention was required. This report is for a lockscr ø2.7 head lcp2.4 self-tap l20 ta. This is report 1 of 2 for (B)(4).